Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Concomitant products: pn 163669, ln 00j3637187, 32mm mod hd cocr std. Unknown acetabular shell. Unknown acetabular liner. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, the reported device is similar to a device manufactured at zimmer biomet (B)(4) under 510k number k921224.

Event description:
Patient enrolled in a clinical study underwent a hip revision procedure approximately five months post-implantation due to femoral stem loosening. The femoral stem and head were revised.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Onset of pain occurred (B)(6) of an unknown year. Therapy date - onset of pain occurred (B)(6) of an unknown year. Medical product - exceed acetabular cup catalog#: 131358 lot#: 3515668, ringloc x acetabular liner catalog#: xl-053258 lot#: 3332949.

Event description:
Patient enrolled in a clinical study underwent a hip revision procedure approximately five months post-implantation due to pain and femoral stem loosening. The femoral stem and head were revised. No additional patient consequences were reported.